Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the cause of the device not helping and the high impedance was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient stated the device hadn¿t helped much since implant. It was unknown what factors could have led to the issue. The rep reported that electrode 12 had impedances greater than 10,000 ohms. The rep reported that the reprogrammed the electrodes and rate. The rep reported that the patient now had stimulation in bilateral feet. The issue was resolved at the time of the report.